Event description:
Customer reported a patient sample containing anti-fya did not read with the fya(+) heterozygous cells of 0.8% resolve panel a lot 8ra192 at a 15 minute incubation. When incubated for 40 minutes, positive reactivity was observed with all fya(+) cells.